Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted, and returned for analysis. No adverse patient effects were reported. Additional information received which indicated that the helix of this brady lead was bent after multiple attempts.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that the helix of this brady lead was bent after multiple attempts. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted, and returned for analysis. No adverse patient effects were reported. Additional information received which indicated that the helix of this brady lead was bent after multiple attempts.